Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate the reported issue. The device was archived by stryker. The cause of the reported issue could not be determined.

Event description:
While performing testing on the customer's device, stryker observed that the device failed the button test. As a result, the device may be unable to deliver defibrillation therapy, if needed. There was no report of patient involvement in this event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing testing on the customer's device, stryker observed that the device failed the button test. As a result, the device may be unable to deliver defibrillation therapy, if needed. There was no report of patient involvement in this event.